Event description:
The nidek 3 dx camera had numerous hardware and software problems. It had poor seal of the camera allowing dust to enter. Its service was very slow. Therefore, the warranty expired before the replacement took place. Its software database does not allow large data, therefore, when my data got big, the database cannot open. The nidek service team was not competent to diagnose and recover the software problem. This is regarding the nidek 3dx digital camera. Since I have purchased the camera, the machine had numerous problems. First, one of the shutters did not come down so that one of the two stereo images only had half of the image. It also had many dust particles. "It month" to more than half the year. There was also some other issues of the camera including a black dot in the middle of the camera. The company hired an outside consultant who is a phd of a medical school. He identified several problems and recommended a total replacement of the camera. The phd made a written report which you may request a copy. After the report, it dragged another half year before I got the camera replaced in 2006. Immediately with the replacement, I saw some dust particle on the camera already during the installation. The nidek did not give me a full year warranty for the replacement. Verbally, I was told 30 days. During this time, the contact person never returned my call. After the 30 days, I finally got hold of him. He told me that now you do not have warranty. You have to pay for the service.